Event description:
It was reported that the 9800 system intermittently will display a low ma error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fluoro function board (ffb), generator interface board (gie) the high voltage supply regulator (hvsr) board, and the on/off switch. The system was tested and found to be working as intended and placed back into service.